Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump gave an unprogrammed bolus at night. The customer¿s blood glucose level was unknown at the time of the incident. Before going to bed, a 3 unit bolus was programmed by the customer's parents, and then stopped by a suspend before low alert. Troubleshooting was not completed. The customer was advised to use the block feature to avoid unintended button presses. The insulin pump will not be returned for analysis.